Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Physician reported rupture and capsular contracture baker grade IV. The device was explanted and replaced with non-allergan device. Left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on anterior, white biological tissue and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening.

Event description:
Physician reported rupture and capsular contracture baker grade IV. The device was explanted and replaced with non-allergan device. Left side.